Event description:
Device 2 of 2. Ref MFR report # 1627487-2011-06076. The pt's (B)(6) scs system included an ipg, lead and lead extension. It was reported that the pt's lead was replaced on (B)(6) 2011 (ref MFR report # 1627487-2011-06078). However, since that time, the pt has been without stimulation. An exploratory revision was performed on (B)(6) 2011 for further interrogation. Visual inspection of the pt's scs system revealed a possible issue with the lead extension. Upon removal of the extension, a portion of the device remained lodged in the ipg header. As such, both the lead extension and ipg were replaced. Stimulation was reportedly recaptured for the pt following the procedure. The explanted devices were returned to the MFR for analysis.

Manufacturer narrative:
Results: as received, an obstruction was observed in the upper header port of the ipg. The obstruction was confirmed as two electrodes. This condition would have prohibited complete insertion of subsequent leads. Once the electrodes was recovered from the header, the ipg passed functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.